Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of mitraclip, one gripper was unable to lower and raise past 60 degree during simultaneous gripper actuation. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 august 2025 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation of mitraclip, one gripper was unable to lower and raise past 60 degree during simultaneous gripper actuation. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.